Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of jaw damage is most likely related to the operator's technique. The instruction manual warn users: "always operate the forceps lightly, excessive force on the finger grip (either pushing or pulling) can cause deterioration and breakage."

Event description:
Olympus was informed that during a myomectomy/thermachoice ablation procedure, the physician was using the device to grab the soft stalk of a fibroid when the bottom jaw of the grasper broke off and fell inside the patient. The device fragment was successfully retrieved with another grasper. The procedure was completed with another grasper, scissors, and thermachoice. There was no bleeding observed. There was no patient injury reported. No additional information was provided.